Event description:
This patient received a generator and lead revision due to high impedance where the patient underwent a full revision surgery and both the generator and lead were returned for product analysis. This is all captured in MFR report #: 1644487-2018-00125. The generator underwent analysis where the pulse generator performed according to functional specifications with the exception of the low battery voltage. The pcba was subjected to a postburn electrical test were the results indicated that the pcba (printer circuit board assembly) failed several electrical tests. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed, in which the generator passed. The contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations of battery depletion.